Event description:
Product was returned as an implant failure because of no bone generation. Based on the report, the pt had good oral hygiene and moderate bone condition. The surgery was a one stage surgery in which the fixture was placed with primary closure in tooth location #14.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient's bone condition, pt's oral hygiene, or pt's behavior.